Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result for one patient sample tested with the elecsys hcg + beta test system on a cobas e411 disk analyzer. The initial hcg+result was 48.80 miu/ml with a data flag. This result was reported to the treating doctor who determined the result did not match the clinical condition of the patient. The sample was repeated three times on (B)(6) 2016 with results of 0.100 with a data flag each time. A fresh sample tested on (B)(6) 2016 also produced a result of 0.100 with a data flag. The patient was not adversely affected. The hcg+reagent lot number was 131960; the expiration date was 5/31/2017. The investigation was unable to determine a specific root cause. Additional information was requested for the investigation but was not provided. Based on signal differences between the initial and repeat tests, the investigation did determine electromagnetic interferences were excludable as causes. Since all tests were run with the same reagent pack, general reagent issues could also be excluded as causes. Calibration signals were sub-optimal. Only 1 level of quality controls was performed. It was recommended that the customer measure both levels of quality controls daily. The analyzer was poorly maintained; it was contaminated by dust, including the sipper probe. Sample clotting time was too short. It was unclear if centrifugation conditions were appropriate. The most likely root causes were the contaminated instrument or insufficient clotting time. Other possible root causes include foam or bubbles on the sample surface, a tilted tube along with a wet tube wall, fibrin in the sample, and insufficient instrument maintenance.